Manufacturer narrative:
Upon examination, it was found that the power switch was defective due to oxidation at the contact point. This oxidation resulted from the aging of the power switch. After replacing the defective switch with a new one, the machine returned to normal operation. At the time of the event, the device was 9 years old. Since the issue was identified after startup, before connection to the patient, no harm occured.

Event description:
Hamilton medical ag received the following report from the hospital: "on (B)(6) 2024, a nurse in the intensive care department discovered a red screen on the ventilator while preparing to use it. The equipment was immediately stopped and the department reported it to the equipment department for repair."

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following report from the hospital: "on (B)(6) 2024, a nurse in the intensive care department discovered a red screen on the ventilator while preparing to use it. The equipment was immediately stopped and the department reported it to the equipment department for repair."